Event description:
A 2.5mm diameter x 24mm length s540 stent delivery system was inserted into a pt's coronary artery. It was not possible for the stent to cross to the target lesion, therefore, the delivery system was pulled back from the coronary artery. During the removal of the stent delivery system, the device was pulled back into the guide catheter. The stent delivery system and the guide catheter were then pulled back as a single unit to the femoral sheath. Upon removal at the sheath, the stent dislodged from the stent delivery balloon to the iliac bifurcation. Subsequently, the physician attempted to retrieve the undeployed stent with a snare using a contra-lateral approach. Attempts to retrieve the undeployed stent were unsuccessful. The undeployed stent remains in the pt's arterial vasculature. It is unknown if there was further treatment to the target lesion. The physician did not follow the instructions for use when the stent delivery system was pulled into the guide catheter while still engaged in the coronary artery. There was no additional clinical sequaele reported relative to the event. The device history review revealed no issues relevant to the complaint.